Event description:
It was reported that the patient informed the clinic that the superior sternal tip of the electrode moved out of place causing symptoms of swelling and pain. The patient further indicated that their symptoms were resolved once the tip of the electrode moved back into place. The patient was advised to come in for a clinic visit and have x-rays performed. At this time no further follow-up has occurred and evidence suggests the electrode remains in service. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.